Event description:
Device malfunction: catheter separation. Time of malfunction: during advancement. Symptoms/ae: none. It was reported that during the pta (percutaneous transluminal angioplasty) stenting of the sfa, up and over to the deep femoral artery, the physician noticed the catheter of the sds began to separate. As soon as the physician noticed the start of the catheter separation, the device was removed with no further issues. There were no patient effects reported. No additional information is available.